Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call on (B)(6) 2018 that they were receiving insulin flow block alarms for the past couple days. Blood glucose level at the time of the incident was 400 mg/dl and customer treated with insulin pump. It was not stated whether auto mode feature was enabled at the time of the incident. Follow up will be made. Troubleshooting occurred but issue was not resolved. Product will be returned for analysis.